Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implantation procedure, a scratch was observed on the surface of the iol after it was implanted. The lens was removed during the initial procedure and replaced with another lens without any further concerns. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).